Manufacturer narrative:
No belt clip was received with the insulin pump. No unexpected low battery alerts were noted and the insulin pump passed the self test, off no power test, reset error test, displacement test, basic occlusion test, prime test, occlusion test and excessive no delivery alarm test. The insulin pump alarmed for a motor error during the rewind due to oil on the motor home switch. The insulin pump was received with a high idle current due to moisture damage on all electronic assemblies. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, scratched reservoir tube window, and cracked battery tube threads.

Event description:
The customer reported via telephone call that the batteries in the insulin pump had to be changed too frequently. A new battery cap did not resolve the issue. The customer did not recall the blood glucose reading. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.